Event description:
The customer reported that the jaws of device would not open while on tissue during an esophagectomy. In the surgeon's attempt to open the jaws, portions of the sealed tissue was peeling off with the device. It was mentioned that this caused bleeding more than 500cc. However, the surgeon stated that he believes this was not fault of the ligasure device. It is unk what was done to stop the bleeding. It was noted that the pt was elderly and had "fragile" tissue. There was no injury to the pt. The device was discarded by the customer as well.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.